Event description:
It was reported that during a stabilisation procedure, the tip of the first pass mini snapped off in joint. It was removed from the shoulder joint with a pair of graspers. Backup device was available to complete the procedure. No significant delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the device reported, used in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established. A review of manufacturing records for the reported lot number found no non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions. A visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. Potential factors unrelated to the design or manufacture of the device that may lead to the failure reported include, but are not limited to: (1) excessive force. (2) tissue thickness. (3) damaged or debris in the tip between passes. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.